Manufacturer narrative:
Ipg is no longer reportable.

Event description:
Additional information revealed that there were no allegations against the ipg, it was electively replaced per patient preference.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete event and patient information.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2021-15693. Reference MFR. Report#: 1627487-2021-15694. Additional information obtained revealed the patient's ipg was also explanted and replaced during the lead replacement procedure but the reason remains unknown.